Event description:
Umbilical catheter was placed without difficulty. Blood was later noticed "oozing" from around catheter. Due to blood loss, 14 cc blood was transfused into pt. When catheter was removed and flushed, it was noted to have holes in it. A second catheter from same lot was opened and flushed. It also had holes. A third catheter was opened from same lot, flushed, and found functional. Third catheter was placed and used uneventfully. No pt complications reported.